Event description:
It was reported that a user experienced persistent postprandial hyperglycemia while using the ilet bionic pancreas, describing delayed algorithmic insulin adjustments, limited insulin delivery above approximately 4¿5 units outside meal announcements, perceived insulin stacking, and the need for multiple doses; no alarms were reported, and additional training was scheduled with troubleshooting and education completed. Symptoms included high blood glucose without associated clinical manifestations. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included customer interview, case review, and provision of user training focused on dosing workflow and use of the algorithm. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the issue remaining cause unclear despite education and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device failure and possible use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.